Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported there is a vertical line across the display of the meter. Patient stated it is almost in the middle of it. Patient reported she can read the data on the screen but it is not clear if she has verified on every menu screen. No adverse event reported. Requested return of the alleged meter for evaluation.